Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. Devices implanted and involved in this event: tg3710/04719711, tg3715/03682096 and tg3710/04528971.

Event description:
On (B)(6) 2008, the patient was implanted with three gore® tag® endoprostheses to treat a thoracic aortic aneurysm. Prior to implant, a left carotid/left subclavian artery bypass was performed on an unknown date, a computed tomography (CT) scan reportedly identified a proximal type I and type ii endoleak contributing to aneurysmal enlargement (amount unknown). The cause of the type I and source of the type ii leak were not known. On (B)(6) 2014, the patient underwent a re-intervention procedure, it was reported the patient had a gore® excluder® aaa endoprosthesis contralateral leg component implanted into the innominate artery, a gore® viabahn® endoprosthesis implanted into the left common carotid, and conformable gore® tag® thoracic endoprosthesis implanted proximal to the existing conformable gore® tag® thoracic endoprosthesis (implanted in feb 2008) to treat the type ia and type ii endoleak. It is unknown which device was placed most proximal in the 2008 procedure. The patient tolerated the procedure. On (B)(6) 2014, it was reported a small amount of contrast was seen in the aneurysm. The physician will monitor.